Manufacturer narrative:
No parts were returned for failure investigation. Previous investigations determined that inactive ingredients in at least two of the cleaning agents approved for use with the v60 are causing damage to the enclosure. It has also been determined that excessive engagement or pressure contact over the light emitting diode (led) while attempting to engage the switch due to the proximity of the led to the switch may cause a separation of the led to the encapsulant. This is subjective to the operator of the equipment which is why this is not a universal or catastrophic failure of all units.

Manufacturer narrative:
The customer found the unit needed a battery and was waiting for the part. The customer replaced the user interface assembly to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Manufacturer narrative:
Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, there was no patient harm or injury .

Event description:
It was reported to philips by a customer that the unit had an led alarm failure. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, there was no patient harm or injury. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer reported getting check vent alarm led failure when powering on the unit. The customer found 1105 error in the significant event logs. The rse suspected the power switch overlay per the service manual. The customer informed the rse the unit also had a very dim display. The rse advised the ui assembly which will come with the power switch overlay installed and provided part ID for ui assembly, serial cable and usb to serial adapter. The customer stated they would probably get the 3rd party they use to help with software upgrade.